Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar (fb) instrument broke inside the patient. The customer called in x-ray to help locate the broken fragment(s). Per the reporter, the fragment was retrieved during the same procedure. The fragment is available for return to intuitive surgical, inc. (Isi) for evaluation. The procedure was converted to laparoscopic surgery with no report of patient harm, injury or adverse outcome. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the site was performing an xi hysterectomy ¿ laparoscopic robotic assisted, bilateral salpingectomy, cystoscopy procedure. The surgeon was grasping and manipulating the uterus at the time of the event. The tip of the force bipolar (fb) instrument broke off and fell inside the patient. The customer converted to laparoscopic surgery to retrieve the broken fragment(s). An x-ray was performed, and the customer confirmed all fragments were retrieved. The surgeon does not know what caused the fb instrument to break. The fb instrument was inspected prior to use and no damage was observed. The fb instrument was in use for about 1.5 hours. The fb instrument performed as intended up until it broke. The fb instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip / accessory collision. The fb instrument was removed during the surgical procedure (prior to the breakage), and the wrist was straightened. The surgical staff did not feel any resistance upon removal of the fb instrument through the cannula. Upon final removal of the fb instrument, the wrist was also straightened. There was no resistance while removing the fb instrument through the cannula. The staff did not notice any damage to the cannula. The customer confirmed there was no injury to the patient. To the customer¿s knowledge, the patient has not returned to the hospital due to experiencing post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The force bipolar (fb) instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation replicated/confirmed the customer reported complaint. The fb instrument was found to have a broken grip. A piece approximately 0.426" x 0.675" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaw.